Event description:
The longevity was shown as less than 3 months after communication errors occurred while the device interrogation one day after the implantation.

Manufacturer narrative:
(B) (4) conclusion: reported behavior resulted from the recurrence of communication problems that prevented communication with the implant. Consequently the programmer used a default value for longevity, resulting in a warning message displayed to the user. This behavior is not adequate, since the warning in this case is not appropriate. There was no pt safety issue, and normal data were recovered as soon as communication was established with the implant. Therefore, the correction of this anomaly is not an urgent matter.